Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event of foreign material inside the nozzle could not be determined whereas it is presumed that the reported event of burn marks occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had burn marks on the metal tip and foreign object inside the nozzle. There was no patient involvement.